Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provided via a clinical study reported the patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provided via a clinical study reported the event was possibly related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg/ml at 0.2879 mg/day) , bupivacaine (5.0 mg/ml at 0.7197 mg/day), and clonidine (50.0 mcg/ml at 7.197 mcg/day) via an implanted pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported that a week prior to coming into office for a follow up visit, on (B)(6) 2016, the patient reported that they bumped their pump and shortly after noticed that their t-shirt was wet but unaware that anything had happened to their pump. Two days later, while changing the dressing, the patient noticed a creamy brown fluid like substance on the dressing. When the hcp removed the dressing the creamy brown substance the patient spoke of was noticed. A pump explant was scheduled because the site had become infected. The clinical diagnosis was postsurgical wound dehiscence with infection. The patient's pump was explanted and not replaced on (B)(6) 2016. The pump was disposed of according to biohazard instructions. The event resulted in in-patient hospitalization. It was indicated the event was not related to the device or therapy and not related to the implant procedure. The event resolved without sequelae on (B)(6) 2016.